Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event. It was also found that the leafkey housing is chipped.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. Based on the investigation details, the likely cause was the anti-rotation pin coming out of the drivetrain. The anti-rotation pin will be replaced along with other worn components, and the leafkey housing was upgraded.